Event description:
Infant in 3n intermediate nursery at time was noted to have increased work of breathing. Cxr obtained confirmed right pneumothorax. A chest tube was placed and follow-up cxr obtained that revealed the chest tube was broken into two pieces. One piece of chest tube is mid-sternal and the other piece is at entry point. Infant transferred to ICU for higher level of care and subsequent surgery to remove chest tube piece.